Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source was too bright and observed an oversaturated image of certain types of tissue. The issue was during inspection for use. There were no reports of patient involvement.